Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). The suspect medical device is both the assay (architect troponin-I ln 02k41-38 lot 17117un13) and instrument (architect i2000sr analyzer ln 03m74-02 sn (B)(4)); therefore, this event is also being reported under manufacturer report number 1415939-2013-00327. An evaluation is in process.

Manufacturer narrative:
Upon further review, the suspect medical device (likely cause) was changed to architect stat troponin-I, list 2k41-38, lot 17117un13. This issue was reported under manufacturer report 1415939-2013-00327.

Event description:
The customer observed a falsely elevated troponin-I result for one patient on the architect i2000sr analyzer. The following data was provided: (B)(6) 2013 sid (B)(6) initial 1.845ug/l, new sample (B)(6) 2013 sid (B)(6) tni was less than 0.001 ug/l. The original sample (sid (B)(6)) was repeated (B)(6) 2013 tni = 0.000 ug/l. The customer's cutoff was not provided. The patient was admitted to the hospital and a scan was performed, but no further treatment was administered. The customer describes the event: an urgent transthoracic echo was performed at 02.44 on (B)(6) 2013 on the patient. This gentleman has a strong cardiac history and was admitted with severe subcapsular chest pain with inferolateral t wave inversion on ECG. He has a history of a fib and htn. The tni was reported as 1.86 ug/l and a nstemi was suspected. A repeat tni was sent and due to the astuteness of the medical scientist on call, who suspected that one of the results was discordant and repeated the tni to find that it was actually less than 0.02 ug/l. Additionally: abbott field service serviced the instrument august 6, 2013 and noted the following: the stat probe was replaced as it was slightly damaged. Washzone 1 and 2 probes were re-aligned and verified. Vacuum system verified. Wash zone 1 and 2 aspiration tests performed and passed. Trigger straw connector at bottle required re-tightening, as it was slightly loose. Optics background also performed and passed perfectly. Analyzer re-assembled and fully verified by customer running all qc levels. All results within acceptable criteria and system returned for normal running.